Manufacturer narrative:
(B)(4). Analysis of the pump revealed an alarm anomaly of an undetermined cause. The pump passed all testing except for the alarm test. There was no top shield damage and no damage found on the resonator. No errors or motor stalls were seen in the pump logs. Upon device interrogation, it was indicated that the pump contained baclofen.

Manufacturer narrative:
Further investigation of the pump serial number (B)(4) resulted in a change of the analysis finding from ¿alarm anomaly with undetermined root cause¿ to a ¿no anomaly¿ finding. Alarm testing guidance was updated and no anomaly was observed.

Event description:
It was reported that the pump was explanted prophylactically to avoid in-vivo battery depletion. The device was returned for disposal only. If additional information is received, a follow-up report will be sent.